Manufacturer narrative:
Returns evaluation report form received 10.13.2015. Functional observation: the chair does not roll correctly due to the bent caster. Conclusion: the complaint was confirmed for the bent caster.

Event description:
The dealer states that the left front fork housing is bent in towards the other caster.